Event description:
It is reported that the customer is having intermittent answer to keypad. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. The insulin pump has cracked reservoir tube near reservoir window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, cracked case near lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.